Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia after air travel and encountered sensor issues, including "sensor updating" alerts. Blood glucose value at the time of the event was 350 mg/dl, accompanied by symptoms such as headache and thirst. The customer visited emergency room for the treatment. The event involved product(s) mmt-1780kl, mmt-7020a, mmt-864a, and mmt-332a. Troubleshooting was performed, which included explaining possible causes of sensor alerts, advising the customer to monitor blood glucose levels, and recommending changes to the infusion set, reservoir, and insulin. The customer declined to check for leaks, site/insulin issues, or perform the high pressure test but confirmed that the current set seemed to be working fine. The customer was advised to turn on airplane mode during flights, monitor blood glucose levels, and call back if issues persisted. No further patient complications were reported. No product return is required for mmt-1780kl, mmt-7020a, mmt-864a, and mmt-332a.